Event description:
It was reported that the patient with this pacemaker experienced a razor blade box sticking out of the chest a month after device implant. Reportedly, the patient was suspecting that the old device was placed in a wrong position causing the current issue. The boston scientific technical services (ts) recommended seeing physician immediately to access infection or erosion. To date, the pacemaker remains in service. There were no additional adverse patient effects reported.